Manufacturer narrative:
Unable to perform the displacement test and the p-cap/reservoir will not lock properly due to missing retainer. Unit received with missing reservoir tube o-ring, scratched case, cracked battery tube threads, broken reservoir tube lip, cracked case at battery tube side, fading serial number label, cracked keypad overlay at select button, damage keypad overlay texture and minor scratched lcd window. Unable to performed occlusion test due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer experienced a high blood glucose level of 518 mg/dl. The customer was treated with the syringe. The customer received the no delivery alarm. The customer reported that reservoir was half full but she received a reservoir empty alarm. The product will be returned for analysis.